Event description:
It was identified that a patient received a revision procedure to remove and replace an eleos proximal femur, eleos male-female midsection, and an eleos segmental stem. The reason for revision is unknown at this time. This event will be reportable to the FDA as a serious injury due to the revision procedure. This report captures the revised eleos proximal femur.

Manufacturer narrative:
Additional details are unknown at this time. If additional information is received, a supplemental report will be filed accordingly.

Manufacturer narrative:
The patient's index surgery occurred on (B)(6) 2022. This complaint report investigates the patient's fourth revision procedure, which took place on (B)(6) 2023. During this procedure, the patient's proximal femur, male-female midsection, and cemented segmental stem were replaced. Device history records and sterilization batch records were reviewed, and no abnormalities were identified. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported infection was not likely related to the design, manufacture, and/or sterilization of the revised eleos implants.

Event description:
It was identified that a patient received a revision procedure to remove and replace an eleos proximal femur, eleos male-female midsection, and an eleos segmental stem. The patient had an alleged infection. This event will be reportable to the FDA as a serious injury due to the revision procedure. This report captures the revised eleos proximal femur.